Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective ion-selective electrolyte (ise) data board. The fse replaced the ise data board to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported erratic anion gap (agap), impacting sodium (na), chloride (cl) and bicarbonate (co2) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.